Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 28th nov 2025, it was reported by an arthrex's employee via an email that for 1 unit of ar-1934bcf-2, suture anchor, biocomposite¿ suturetak® 3 x 14.5 mm, ve5 with #2 fiberwire® and #2 tigerwire®, its anchor broke during insertion. This was detected during a calcaneal osteotomy surgery on (B)(6) 2025. The procedure was completed successfully by using another new ar-1934bcf-2. There were no patient harm and no secondary procedure needed.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 ¿ the complaint allegation is confirmed. ¿ one unpackaged ar-1934bcf-2, serial/batch number (B)(6), was received for investigation. ¿ functional testing was not performed due to the damage to the device. ¿ visual inspection noted that the anchor of the device is broken, with half of the anchor remaining in the device, while the other half is broken off and was not returned. ¿ the most likely cause is attributed to misuse/use error due to excessive force or misaligned insertion, which revealed that the anchor of the device is chipped/broken.